Manufacturer narrative:
The device was returned from the field and was evaluated. The patient notifier function was tested on the bench and found to be normal. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Manufacturer narrative:
(B)(4).

Event description:
The ICD's vibratory alert is not functioning. The ICD was explanted and replaced. The patient is doing well.